Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smart ablate generator, model #: m-4900-07, serial #: (B)(4). (B)(4). Event description continuation: spi value was reported to be within normal limits. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the ablation catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded approximately 1325cc. Patient was reported to be in stable condition. Remainder of procedure was aborted. Patient required overnight observation with drain in place. Patient was believed to have fully recovered. There were no factors cited that may have contributed to the adverse event. It was noted that the event occurred during ablation and was thought to have occurred at an ablation site. It was unknown if a bwi product was responsible for the injury. Transseptal puncture was performed with a st. Jude medical brk xs transseptal needle ((B)(4)). Sheath used was a st. Jude medical sl1 8.5 french ((B)(4)). Generator parameters at the time of injury included: power control mode 30 watts (not titrated) with default cut-off, temperature 30-40 degrees celsius with default cut-off, impedance 110-125 ohms. Overall ablation time at the site of injury was 5 minutes. Last ablation cycle time at the site of injury was 20-80 seconds. It was noted that ablation was being conducted at the left upper pulmonary vein (lupv) and left atrial appendage (laa) ridge at the time of injury. Irrigated catheter flow was set at 15cc/min. Patient received anticoagulant during the procedure with activated clotting times maintained between 250-300 seconds.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis yielded approximately 1325cc. The patient was reported to be in stable condition. The remainder of the procedure was aborted. The patient required overnight observation with a drain in place. The patient was believed to have fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.